Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. A cut was noted on the lead body at approximately 16cm from the terminal end. This was likely due to the explant procedure. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds that led to loss of capture. At implant, thresholds were 0.4 volts and prior to the replacement, values had increased to 5.0 volts. Pacing inhibition was also observed, but there was no asystole. At this time, the rv lead was explanted and replaced. The suspected cause of the observations was due to the placement of the lead. No additional adverse patient effects were reported.